Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) that one y-type micro extension set encountered a leaking issue. The customer stated that the leakage was noted during a drug IV push between the connection site of the luerlock to the IV saline lock. All set connections were secure and the problem was noted 3-4 hours after the infusion started. The process step was during use. There was no patient injury or medical intervention necessary. No additional information is available.